Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: nes lo, re-test: nes lo. Pt mistaked a "lo" error for a 1.0. Due to the low result, she adjusted her own coumadin dose. Pt pricked her finger while checking the strip code and had too little sample to apply to the strip. Technical services discussed proper technique per product insert and completed a test over the phone with customer. Pt self tester got a 2.2 over the phone and was very pleased with the result.

Manufacturer narrative:
Investigation pending.